Manufacturer narrative:
(B)(4). On (B)(6) 2016 (previously reported as (B)(6) 2016), the patient was diagnosed with bacterial peritonitis. The peritonitis was specified to be bacterial peritonitis. Six days after onset, the patient was treated with cefazolin 1g per day (route and duration not reported) and intraperitoneal gentamicin 80mg per day for bacterial peritonitis. The patient was discharged from the hospital. Thirteen days after diagnosis the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Treatment initiated on the same day as onset of the peritonitis event (intraperitoneal cefazolin 1g per day and gentamicin 80mg per day) was ongoing. Thirteen days after being admitted to the hospital, the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as unspecified patient error. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with cefazolin (dose, route, frequency, and duration not reported) and gentamicin (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were not reported. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.